Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the hurricane rx dilatation balloon device was not returned as it was reported to be unknown. A technical analysis could not be performed. However, a media analysis was performed on the video provided by the complainant where it can be observed that the balloon shows evidence of leakage. No other problems with the device were noted. According to the media analysis performed, it was inconclusive to determine the reported event based on the video, for this reason and due to the lack of evidence it is unable to confirm the reported event of ballon burst. However, based on the evidence provided, it was reported that the leak may be associated with procedural factors, including but not limited to excessive pressure application, interaction with other devices, or anatomical conditions. Additionally, contact with a sharp surface during or prior to the procedure may have contributed to the observed damage in the distal section of the balloon. The investigation concluded that, the most probable root cause is an adverse event related to procedure. A risk review was completed and confirmed that the event of "balloon burst" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the biliary tract during a dilatation procedure performed for the treatment of stenosis performed on (B)(6) 2026. During the procedure, the balloon was used but subsequently ruptured at 4 atm and leakage observed from the side of the balloon. A video of the complaint device was provided by the customer and showed that the balloon was leaking. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.